Event description:
It was reported that the sensor cannula broke off inside the customer's abdomen. The caller stated that the sensor had dislodged after being inserted, and the insulin pump was alarming calibration error. When the sensor was removed, only 1/4 of it came out and the rest stayed inside the customer's skin. The customer was taken to her hcp, and was told that they will need to perform surgery if the body does not reject the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Found sensor cannula broken. Customer did not return remaining sensors.